Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error and the buttons became unresponsive during a bolus. The blood glucose reading was 169 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.